Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Weld broke on posterior capture of the size five 4:1 femoral cut block. Break was noticed after block was in place on patient. Cut was completed using broken block.

Manufacturer narrative:
Corrected data: an event regarding weld break on the posterior capture of a #5 4:1 cutting block was reported. The event was not confirmed. Method & results: device evaluation and results: photos of device showed signs of use. Scratches are noted. Both pegs are intact and connected to the cutting block. Unable to determine weld failure from photos provided. Medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. Device history review: not be performed as the lot ID for the specialty instrument was not identified. Complaint history review: not be performed as the lot ID for the specialty instrument was not identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Weld broke on posterior capture of the size five 4:1 femoral cut block. Break was noticed after block was in place on patient. Cut was completed using broken block.